Manufacturer narrative:
The customer reported that they have no information regarding the reported malfunction.

Event description:
It was reported that a trigger alarm, error code 44 occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, no death or injury was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The company representative reported that the customer will be working on this issue internally and will contact getinge if service is needed. At this time, the customer has not requested getinge to evaluate the iabp. If additional information is provided, a supplemental report will be submitted accordingly.

Event description:
It was reported that a trigger alarm, error code 44 (dsp hardware fault) occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. However, no death or injury was reported.